Event description:
It was reported that in (B)(6) 2015 was when the patient had medical procedures and the device had been off since then. In (B)(6) the patient had several tests so they turned off the implantable neurostimulator (ins) because of interfering with x-ray and CT results. They had surgery and had a carotid artery cleaned out and went bad so they were in intensive care for several days and kept the unit off. After that, every 2 weeks the patient had testing done and so it was recommended the system was off. Then in (B)(6) the patient had an emergency small bowel obstruction surgery where the machine was still off because they were doing an EKG which it interfered the most. At the time of the report, at the point 4 weeks out of surgery and not thinking the patient would need tests done for a while but they couldn¿t get the stimulator to work. The patient was getting the middle icon on the top row on the patient programmer. The day of the report the patient was getting elective replacement procedure (eri) on the patient programmer, which they first saw the day of the report. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v010769, implanted: (B)(6) 2006, product type: lead. Product ID: 37776,0 lot# v010769, implanted: (B)(6) 2006, product type: lead. (B)(4).